Manufacturer narrative:
Investigation is ongoing

Event description:
As reported by an edwards lifesciences (B)(6) affiliate, during a transfemoral tavr procedure, there was difficulty inserting the certitude sheath and the ascending aorta ruptured due to advancing. There was an estimated blood loss of 200 ml and the patient had hypotension from bleeding, and the EKG reading turned to ventricular fibrillation arrest. The patient collapsed and resuscitation was performed. The actions taken were cardiopulmonary resuscitation, blood transfusion, inotropic drug administration, and puncture site repair (pledgeted suture at puncture site area). The patient's hemodynamics became stable and the valve was implanted with stand by ECMO. The patient was hemodynamically stable. Per medical opinion, the root cause of the aortic dissection was the calcified ascending aorta surrounded the puncture area.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: IFU for certitude and s3, preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficult to introduce esheath was unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. The complaint description states, 'during the procedure, there was difficulty inserting the certitude sheath. Moreover, the ascending aorta was ruptured due to pushing the certitude sheath'. Per medical opinion, the perceived root cause of the aortic dissection was due to the calcified ascending aorta that surrounded the puncture area. Calcification of the access vessel can create a challenging pathway during insertion of the sheath. It is possible that the sheath tip likely caught on the calcified ascending aorta and/or annulus and led to the observed resistance. Inadequate access site could create a restriction in accommodating the initial sheath insertion. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.